Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient's device was explanted. The device was discarded and will not return for analysis. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient was given anti-inflammatory drugs multiple times for treatment. It is believed that the site has become necrotic. The recipient was discharged; however, the infection has not resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2025, the recipient was re-implanted with another cochlear device. The recipient's infection issue has reportedly resolved. The recipient has healed. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was performed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.